Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note additional device implanted and related to this event: (B) (4).

Event description:
On (B) (6) 2010, the pt was implanted with two gore excluder aaa endoprosthesis to treat thrombus located in the aorta and embolizing distally. The final angiogram revealed that the contralateral leg component was deployed outside the gate of the trunk-ipsilateral leg component and landed in the common iliac artery. The device occluded the blood flow in the common artery. The same day, the pt had to have an unplanned femoral bypass surgery using gore propaten vascular graft. The blood flow was restored within the common iliac artery after the bypass surgery was completed and the pt tolerated the procedure.